Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the flickering image color lines occurred due to a bad cable. It was also noted that the device failed water leak test from the plug unit/video connector and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A device history record review was performed on the subject device. No deviations were noted which could cause or contribute to the reported problem and it was verified that the device was manufactured to specifications. The investigation was unable to identify a definitive root cause. However, based on the results of the device evaluation and the available information, the likely cause of the reported event is attributable to failure of the cable.

Event description:
It was reported to olympus, that the hd camera head was not showing the full image. The issue was found during inspection for use. There were no reports of patient harm associated with the event.